Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this tactra malleable penile prosthesis, presented with desensitization at the glans. No additional information was provided.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis, presented with desensitization at the glans. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.